Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt was found to have an intermittent failure of the distribution node. The pulse wire intermittently opened in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor received electrode belt sn (B)(4) and reported that the patient was experiencing "check therapy pad" messages